Event description:
It was reported that, "(B)(4) & (B)(4) does not disengage from each other; (B)(4) & (B)(4) will not disengage from each other."

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report. Same pt event as MDR 9610622-2010-00184.